Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips are not holding. No other details were provided. No patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results confirmed that instrument (a) was returned in good physical condition. The instrument was loaded, retained, and formed the clips properly. The instrument was fully functional and conforming to design specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results confirmed that instrument (b) was returned in good physical condition. The instrument was loaded, retained, and formed the clips properly. The instrument was fully functional and conforming to design specifications. No conclusion could be reached as to what may have caused the reported incident. Device b lot # 5101a213. Due to the lot of both devices being from 1996, they have exceed our record retention policy. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.